Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On an unknown date, the patient experienced pus at the insertion site. On an unknown date, the patient was diagnosed with (B)(6) infection at the stoma stoma site and recurrent purulent granuloma. It was reported that the patient was treated with topical isobetadine. It was unknown if the patient was treated with any systemic antibiotics.